Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of f-49 was confirmed during service evaluation. The cause of the problem was a malfunction in the real time clock, abnormal rtc data. Service reset all the device configuration option settings, set date and time, backup battery voltage checked ok to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.